Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurrent gastrointestinal (gi) bleeding that required transfusions post-implant. The patient had never left the hospital. The event required a tracheostomy. The patient was taken off anticoagulation to solve the gi bleeds. The patient was diagnosed through gi scopes many times. Computed tomography (CT) abdomen was also performed. It was thought that the bleed was in the small bowel but was unable to be accessed through gscope or cscope. The patient passed away on (B)(6) 2021 due to respiratory failure with tracheostomy palliated. The pump was not explanted, an autopsy was not performed, and the pump was deactivated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.